Manufacturer narrative:
The facilities engineer found a loose wire connection on the right side rail ucm board. The engineer reconnected the wire to repair the bed.

Event description:
Information received indicates the bed has no functions.